Event description:
Reporter alleged the needle from the safe-t-pro lancet was exposed out of the box. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The device was confirmed for self-activation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.